Event description:
I enrolled in an lpn program and went for a physical and was told that I had a heart murmur. I was very tired and short of breath. Then in 1994 I was told that I had asthma medicine did not help much. Then in 1997 I was prescribed atenolol which I took until 2017. My primary care dr told me that I had heart and lung problems. Then in 2017 I was diagnosed with atrial fibrillation and began taking eliquis and metoprolol tartrate. The wheezing in my chest seems to have improved since I began the eliquis. I think the baker IV capsular contracture with calcification in the scar tissue for so many years had a negative impact on my heart and lungs because before I had the implants I was much more energetic and athletic. Our daughter was born full term after a long and difficult delivery with titanic contractions and failure to progress which resulted in an emergency c-section. I had been put on bed rest at 28 wks and took terbutaline 4 times a day to prevent preterm labor. Strep b was found in her bloodstream and she stayed in the hosp after I left after 5 days and received antibiotics IV. The dr said that she had a mild heart murmur at that time. I was unable to breast feed because of capsular contracture baker IV with very sore breasts. We finally brought her home and she developed colic and the dr, after listening to her lungs, told me to tear out the carpet in her room, keep everything washed in there and no stuffed animals in the bed. She developed severe allergies and also moderate asthma as she matured and eventually did get allergy shots. She was extremely allergic to dust. I had chronic and acute inflammation of the placenta. Second event date: (B)(6) 1988. FDA safety report ids# (B)(4).